Event description:
It was reported that intra-op, the nim tube was inserted and the system had continuous interference; troubleshooting was done, including movement,<(>,<)> manipulation, and replacement of the tube; a new patient interface; and a nim 3.0 was tried. Interference stopped once the tube was changed. There was no patient injury.

Manufacturer narrative:
H3: product analysis found that traces of contamination were observed on the packaging tray, cuff, and tube. The harness was secured to the tube with a pink ribbon. Voids were observed in all four trace pads. Electrically, end-to-end resistance is specified to be less than 200 ohms. Actual measurements were 12.5 ohms (red), 19.3 ohms (red/white), 12.7 ohms (blue), and 13.2 ohms (blue/white), all within specification. The device was then connected to a nim console, and the trace pads were submerged in a saline solution for functional testing. The device passed the electrode check, and no excess noise was recorded. All four silver traces were manipulated and bent to a 90° position, with no issues observed. No anomalies or functional issues were identified during analysis of the returned device. The complaint was not confirmed; no out-of-specification condition was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.